Manufacturer narrative:
The electrode lot number used for module 1 was q72 with an expiration date of 10-jul-2022. The lot number of the new electrode used for module 1 was requested but not provided. The customer used expired electrodes. Product labeling states "on-board stability - electrodes - sodium 2 months or 9000 tests." The investigation reviewed module 1's precision check and the results were out of specifications. The field service engineer (fse) inspected the analyzer and determined that a malfunctioning vacuum nozzle had caused the event. The fse repaired the vacuum nozzle. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect na for gen.2 results from two patient samples tested on the cobas pro ise analytical unit. Sample 1: the reporter used an expired na electrode for module 1. The initial na result from module 1 was 149.4 mmol/l. The first repeat result from module 1 was 150.9 mmol/l. The second repeat result from module 2 was 143.6 mmol/l. The third repeat result from module 2 was 144.3 mmol/l. The reporter replaced the expired na electrode on module 1 but the issue was not resolved. Sample 2: the initial na result was 146.6 mmol/l. The first repeat result was 139.1 mmol/l. The second repeat result was 139.0 mmol/l.